Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient had initial surgery approximately 2 years ago. At a follow up about a month ago, the surgeon found scapular notching. It seems to be progressing, but the patient has not complained of pain, so the doctor has decided to keep the patient under observation at this point. No revision procedure has been reported to date. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 289700. G2: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00909. H3 other text : remains implanted.